Manufacturer narrative:
G4: 28feb2020. B4: (B)(6). Front bezel assembly was returned for analysis. An investigation was performed and customer complaint was duplicated. Fault is found on testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10mar2020. B4: 18mar2020. Visual inspection of the navigation ring internal structure revealed that contamination was found that caused the navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
The customer reported nav (navigation) ring failure. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The field service engineer replaced front bezel to resolve the reported issue and performed touchscreen calibration.